Event description:
Reporter alleged obtaining a blood glucose result of 400 mg/dl on his advantage system and dosed 25 units of rapid insulin based on the result. Reporter stated within a minute of taking the insulin, another test result of 159 mg/dl was obtained on the system and within another minute afterwards obtained a 62 mg/dl value. Reporter stated he was experiencing hypoglycemic symptoms at the time and self treated with a coke and candy. Reporter indicated on a different day using the same system, he obtained discrepant back to back readings of hi (greater than 600 mg/dl), 252m, and 65 mg/dl performed within minutes of each other. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.